Event description:
The following information was reported by aci sales representative: "mynx grip inserted into procedural sheath and balloon inflated and when pulled back to sheath balloon ruptured. Diagnostic case, mynx grip and sheath removed and manual pressure held for 15 minutes with successful hemostasis. No patient complications." The patient was not hospitalized. Stick location: right femoral artery. Vessel size: 6.5 mm. Coronary procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.